Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation issues following a non device related fall. It was determined that the leads had migrated, and the patient underwent an explant procedure wherein the entire scs system was removed.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation issues following a non device related fall. It was determined that the leads had migrated, and the patient underwent an explant procedure wherein the entire scs system was removed.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Manufacturer narrative:
Investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.